Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that after a trial procedure on (B)(6) 2019 the patient's trial lead was pulled post-op due to experiencing shoulder pain. The patient reported after the procedure that they were experiencing a sudden pain in their shoulder. The physician elected to pull the trial octrode lead in pacu.

Manufacturer narrative:
A trial patient experiencing shoulder pain was reported to abbott. The physician elected to explant the trial lead. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.